Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The bag/vent switch was replaced to resolve the issue.

Event description:
A ge healthcare service representative reported an intermittent failure of the unit to switch to mechanical ventilation when requested, during evaluation of the unit. There is no report of patient involvement.